Event description:
The following is based on the attorney report: (B)(6) 2009 - pt underwent hernia repair with composix kugel hernia patch. On (B)(6) 2009 - pt began experiencing nausea and vomiting and underwent a CT scan which noted thickening of the descending colon. On (B)(6) 2011 - pt underwent removal of composix kugel. Lysis of adhesions was performed and the repair was completed using component technique with oversuture. The attorney alleges the pt continues to experience abdominal pain and discomfort. The pt has suffered and will continue to suffer physical pain and was seriously and permanently injured. The pt will continue to require future medical interventions.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the attorney report, it is unk whether the device may have caused or contributed to the alleged event. The attorney reports the pt underwent removal of the composix kugel mesh nearly two yrs post implant. During the removal, lysis of adhesions was performed. Although medical records have not been provided including the implant or explant operative procedures, adhesions is a known adverse event as listed in the product's instructions for use. A specific device failure has not been alleged and no sample was returned for eval. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Without additional info, no conclusion can be drawn at this time.